Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 14, 2016 that a 10mm x 60mm wallflex biliary rx covered stent was implanted to treat a 2.1cm malignant stricture located in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage clinical trial. Baseline liver function tests were taken on (B)(6) 2015. Biliary obstructive symptoms reported were dark urine and pale stools. The tumor stage was noted to be ib- t2 n0 m0. An endoscopic ultrasound-guided fine needle biopsy was performed and determined the tumor to be measuring at 2.1 cm and histologic type is adenocarcinoma. On (B)(6) 2015 the patient underwent a stent placement procedure in an outpatient setting. A biliary sphincterotomy was performed during this procedure. A 10mm x 60mm wallflex biliary rx covered stent was implanted in a satisfactory manner across the stricture. On (B)(6) 2016, the patient underwent curative intent surgery where the tumor was found to be unresectable due to liver metastases. The patient was then transferred to palliative management to undergo chemoradiation/chemotherapy. On (B)(6) 2016, the patient presented with a biliary obstruction. The 10mm x 60mm wallflex biliary rx covered stent was noted to be occluded and had a partial distal migration. Reportedly, the migration was not due to stricture resolution. On (B)(6) 2016, the patient was seen in the emergency room as an inpatient where a biliary reintervention was conducted. The 10mm x 60mm wallflex biliary rx covered stent was removed from the patient and a new stent was implanted. The patient was hospitalized from (B)(6) 2016 and medication was administered. There were no adverse events reported and the event was considered resolved on (B)(6) 2016.